Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
Customer called in to report the insulin pump alarmed for button error. The customer was at the beach when the alarm occurred. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.